Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the unknown locking screw would not engage into one of the variable angle locking compression plate (va-lcp) holes in the plate where a locking screw was needed. The screw was used in a different hole and locked in as it should. The screw hole in the va-lcp was stripped. No patient consequence. Concomitant device reported: unknown locking screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) 2.4/2.7 va-lcp first tmt fusion pl/std-s. This is report 1 of 1 for complaint (B)(4).